Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a shoulder replacement procedure, the device needle broke while applying around muscle joint and fell off into patients cavity. X ray was performed but they were not able to find anything. They used another like device to complete the procedure.